Manufacturer narrative:
(B)(4). Due to product being unknown. The product used in this report is unknown, therefore, a 510(k) number will not be provided in the emdr as the product code and lot number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. If additional information or samples become available, a follow up report will be submitted.

Event description:
The home patient's (hp) wife contacted baxter's technical service representative (tsr) to request technical assistance. The caller stated that the hp has peritonitis and is going to hemodialysis soon. No additional details are available at this time.

Manufacturer narrative:
(B)(4). No disposable sets were available due to the client discarding disposables after each use. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.